Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not rewinding at all and act button has to press hard or multiple times for it to go. Customer¿s current blood glucose was unknown. Customer stated that insulin pump had grinding noise and slow then just stopped. Customer mentioned that insulin pump had diminished battery life, low battery warning after every 2 hours, had big scratch over insulin pump display, chipped cap and customer has to change batteries after every 6 weeks. Insulin pump will not be returned for analysis.